Event description:
It was observed during the device inspection that the ultrasonic probe exhibited leakage of the ultrasonic medium and perforation of the distal end sheath. There were no reports of patient involvement.

Manufacturer narrative:
It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The event can be detected/prevented by following the applicable chapters in the instructions for use: chapter 3 preparation, inspection and operation. 3.2 inspection. 2. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protrusions, bends, leakage of ultrasonic propagation fluid or other irregularities. 3.5 operation. Observation [caution] never push or pull the ultrasonic probe with excessive force or withdraw it into the bending section of the endoscope during probe rotation (real-time mode). Manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it. Olympus will continue to monitor field performance for this device.